Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes with moisture) issue. It was reported that moisture was located in the battery compartment and that the audio bolus button was under-responsive, which was noticed after going on a boat while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, moisture was observed in the battery compartment. The audio bolus button (abb) was found to be responding properly. The abb was removed and no damage or moisture was observed. The original complaint of an abb response issue could not be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked near the top left corner of the grip pad. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture corrosion was observed on the printed circuit board.